Event description:
#34 biomet - centering sleeve, biopolar cup, stem, bone plug.patient in for right hip hemi-arthroplasty with bateman moore prosthesis under spinal anesthesia. Surgery proceeded as usual. At 1248, cement (which was mixed, stirred by dr.) Was injected under pressure with cement gun. At 1250, patient became hypoxic, bp continued to decline with bradycardia. Code called. Surgery completed and patient transferred to ccu in critical conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.